Manufacturer narrative:
External and internal insulation abrasion was noted at 56.0-57.0cm from the connector pin. The etfe coating was intact at this location. External insulation abrasion was noted at 18.0-18.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that during an elective replacement procedure, externalized conductors were observed. There were no adverse consequences to the patient.